Manufacturer narrative:
(B)(4). Date sent: 12/9/2020 d4: batch # u5d053 investigation summary the analysis found that one pcee60a device was returned with no apparent damage and with one gst60g reload present. The reload was received fully fired with no apparent damaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the difficult to open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an open left atrial appendage closure, the jaws did not open after the first firing. When the device was checked for about five minutes, the jaws somehow opened. The same device was used as is to complete the case. After the surgery it was found that the sled was damaged. There were no adverse consequences to the patient.